Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three days post implant that the atrial lead appears to be undersensing on the presenting egm (electrogram) and on stored egms. The patient had gone into af (atrial fibrillation) and was undersensing, the atrial lead was reprogrammed however after patient self-terminated af and returned to sinus rhythm the p-waves were still low. The atrial lead¿s threshold has also increased over the last three days and is unable to capture at five volts. It was noted that the physician stated there may possible be a hematoma. A lead revision was scheduled for the following day. At the lead revision procedure the atrial lead was repositioned and it was confirmed that the patient had developed a hematoma from the initial implant. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory also indicated a p-wave amplitude measurement issue and atrial undersensing. If information is provided in the future, a supplemental report will be issued.